Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, heavy calcification and 90% stenosis. The voyager nc was delivered for the pre-dilation; however, it ruptured at the first inflation at 12 atm. The balloon was changed to another company's and another company's stent was implanted at the lesion. The procedure was completed without pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation-product performance engineering has reviewed incident. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined.